Event description:
It was reported that a single day infusor had a plastic particle in an unspecified location. The reporter provided amounts of drugs used (2.5g 10mg hc in 42ml) however the drugs were not specified. This was noticed after filling and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device had been filled with 2.5g / 10mg hydrocortisone in 42ml. The device was manufactured june 5, 2014 to june 6, 2014. The device was received for evaluation. Visual inspection revealed a solid white fragment approximately 2.09 mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy revealed that the particle was made of polyisoprene. The particle was determined to be a fragment of the duckbill valve component. The cause of the condition was not determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.